Event description:
It was reported that the customer's blood glucose level was 50 mg/dl. The insulin pump was cracking around the reservoir and battery compartment. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube and tube lip, a cracked belt clip slot and minor scratches on the display window.